Manufacturer narrative:
At this time, the left ventricular (lv) lead has been returned but analysis has not been completed. This record will be updated upon completion of analysis.

Event description:
It was reported that this patient presented with infection and sepsis. The patient's implanted system, including this left ventricular (lv) lead, was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the status of device evaluation has changed.